Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) for rotator cuff tear, the surgeon tried to insert the product in question after creating a bone tunnel, a crack appeared at the tip. Therefore, a different product of the same model was opened, and the procedure was successfully completed. There were no reports of any residual material inside the body, no surgical delays, and no harm to the patient. The device was brand new and the first use when the issue occurred.